Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016, to report on behalf of a foreign patient. It was reported that the patient's receiver displayed out of range icon for an unspecified amount of time on (B)(6) 2016. No additional event or patient information is available.